Event description:
It was observed that during the evaluation, the thunderbeat 5 mm, 35 cm, front-actuated grip type s exhibited intensively worn tissue pad. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. In addition, the investigation found intensive worn tissue pads. Per the investigation, the instruction for use (IFU) states: the grasping section was closed without grasping any tissue while output in seal & cut mode was activated (including after tissue resection), resulting in intensively worn of the tissue pad. Due to the wear of the tissue pad, the non-insulated section of the grasping section came into contact with the probe. The output in seal & cut was activated while the non-insulated area of the grasping section was in contact with the probe. As a result, a contact mark developed and an error occurred. Based on the investigation, the root cause of the reportable malfunction could not be conclusively identified/determined. Olympus will continue to monitor field performance for this device.